Event description:
It was reported that the patient faced an event where Infusion set tubing was leaking at the site on (b)(6) 2026 and experienced Hyperglycemia treated with pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.